Manufacturer narrative:
Weight - unk; ethnicity - unk; race - unk. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1, -04.50 diopter, implantable collamer lens was implanted and replaced intraoperatively with a longer length lens on (B)(6) 2021 from patient's right eye (od) due to low vault. This resolved the problem. Cause of the event is reported as unknown.